Manufacturer narrative:
On 14 july 2017 the (B)(4) performed a preliminary investigation based on the available image and commented as follows: the image was checked. The screw appeared to be broken in the head. It is not clear how it was happened and we can not determinate with certainty the root cause of the event, but it is possible that, in order to correct the direction of insertion, the surgeon would have applied a force in flexion to provide the breakage of the screw. On 17 july 2017 the (B)(4) performed a clinical evaluation and commented as follows: screw fracture occurred during surgery. On the basis of the information provided it is not possible to determine the cause of this event. Normally, screw heads can be sheared off by exerting a flexion moment during tightening. Strength is limited by the dimensional constraints. After the removal of broken pieces from the surgical field, no negative consequences for the patient is expected. Batch review performed on 19 july 2017. Lot 168800: (B)(4) items manufactured and released on 15 february 2017. Expiration date: 2022-02-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
When the surgeon was implanting the screw, the head of the screw broke off. The surgeon recovered the screw head. The shaft of the screw remains implanted into the patient. There was approximately a 5 minute delay in surgery. The surgery was completed successfully. X-rays are available. Explants are not available.